Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer was hospitalized on (B)(6) 2017. Customer's blood glucose value was 137 mg/dl at the time of the call. The customer was released on (B)(6) 2017. Troubleshooting was performed for insulin pump. The drive support cap appeared normal. The bolus history was correct. The high pressure test was not performed. The product was not returned for analysis.